Event description:
While undergoing cardiac catheterization, the guide catheter inserted via a right radial artery, fractured and upon removal, resulted in a portion of the catheter remaining in the vasculature, extending from the brachial artery into the aorta. Multiple percutaneous at snaring the catheter were unsuccessful. A surgeon was consulted emergently for assistance with removal of the retained portion of catheter. The catheter removal surgery was performed in the cath lab under anesthesia. The retained portion of catheter was surgically removed from the radial artery in its entirety. The radial artery was then repaired with suture hemostasis was achieved within the wound and the wound was closed in layers. Following the procedure, the pt had excellent capillary refill of the right hand with excellent doppler signal within the palmar arch. There was also a good doppler signal within the distal radial artery. The pt left the cath lab in stable condition, with minimal blood loss. He was observed overnight, remained stable, and was discharged home the following day ((B)(6) 2011).